Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok keypad symbol was worn but the rubber keypad was intact. The contrast key was intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed contamination was found under the contrast and down key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Device history record review was conducted on 08/09/2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast and down key contacts. This report is made based on results of investigation completed on (B)(4) 2012.